Manufacturer narrative:
During subsequent contact on (B)(6) 2026, the user reported that while changing the bandage and applying topical medication, they noticed active discharge from the insertion site. The user visited their hcp, who confirmed an infection at the insertion site, which was red and leaking pus. The hcp cleaned the site and prescribed clindamycin for 7 days. Development of infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.

Event description:
On march 9, 2026, senseonics was made aware of an incident where the user reported a small opening at the sensor insertion site that was first noticed on (B)(6) 2026. The user stated that the area was located at the incision site from the recent insertion, which had been performed at the same location as a previous sensor. The user did not initially report pain or discomfort at the site, and the sensor remained in use.